Manufacturer narrative:
Age, weight, ethnicity: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If explanted, give date: not applicable, as the device remains implanted. Initial reporter telephone number:(B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic broke after the iol was implanted into the patient's operative eye. There was no delay in treatment or other interventions required. The iol remains implanted. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section b3 (date of event) and section d6a (if implanted, give date) were addressed inappropriately in the initial MDR report. Therefore, this supplemental filing is to correct section b3 by providing date of event as 11 oct 2022. In addition, section d6a is being corrected by providing implant date as 11 oct 2022 instead of previous date of 10 nov 2022. The following sections have been updated accordingly: section b3 - date of event: 11 oct 2022. Section d6a - if implanted, give date: (B)(6) 2022 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.